Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, blackout occurred when applying up angulation on the bronchovideoscope. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of blackout occurred when applying up angulation was confirmed. Based on the results of the investigation, the root cause was not identified; however, since crushing of the insertion part was confirmed, it is assumed that external stress was applied, which may have resulted in damage to the image sensor unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.